Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced post operative nausea and vomiting following implantation surgery. The recipient was admitted and prescribed medication (type unknown).

Manufacturer narrative:
Correction information section g.3. The original reportable date of awareness has been corrected to june 20, 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6 advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.